Event description:
A 6f angio-seal sts plus was selected for use following a percutaneous coronary intervention. A pre-deployment angiogram revealed no anomalies and no calcification at the puncture site. Four days later, the pt resented with redness and swelling at the puncture site, accompanied by a fever. Intravenous antibiotics were administered over the course of a week and then the pt was discharged.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (ie collage, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation, and edema. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred, may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.